Manufacturer narrative:
The field service representative (fsr) verified the reported issue. The fsr replaced the ccu display. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) display screen was distorted and difficult to read. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the display into lab use only (luo) testing equipment. Upon power up the pst observed the display screen to be distorted. The display screen was disassembled and a burned circuit board component was observed. It was determined that the display screen was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.